Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va05yv3, implanted: (B)(6) 2013, product type: lead. (B)(4). (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the patient's implantable neurostimulator (ins) was moved to the other side. It was noted that the patient was doing well other than pain from the surgery. Further follow up information 8 days later confirmed that the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Event description:
It was reported that patient complained of pain at pocket site. The implanting healthcare provider moved the neurostimulator to the contralateral side. The patient status was reported as alive and "no injury". A follow-up report will be sent if additional information becomes available.